Event description:
It was reported that during a lumpectomy the device displayed an error code 5 three times. Upon inspection of the device, it was noticed that the pin was pushed through the insulation on the sheath of the device. They completed the case with cautery. There was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the blade was received with the pin not returned. The blade was noted to be scratched at the pine hole. This damage is consistent with an attempt to remove the blade from the hp when the pin is out of position or bent. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reach as to how the damage to the device occurred. The device was also returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emits a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.